Event description:
International affiliate reports c1-2 instrumentation was performed with the mountaineer system. After implantation, it was noticed that two long shank screws were broken just below the screw head on each device. The surgeon reports that there had been no bone union. Revision surgery was performed to remove the screws at c1. See mfg medwatch report no. 1526439-2013-15140 for the other screw that was involved in this event.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
While it was initially identified that a product sample was available, follow up with the affiliate confirmed the sample was discarded by the hospital. No lot number is available. Without a lot number, a review of manufacturing records cannot be completed. (B)(4). Without a product sample we are unable to confirm the reported issue or identify the root cause. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. Device discarded at hospital